Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer informed that the surgeon side console (ssc) 2 had one black eye. The customer didn't know which eye was black and didn't know what the serial number of the ssc that was having the issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no related errors. The tse recommended some troubleshooting steps, but the customer was not able to at the time and requested the isi field service engineer (fse) follow up. The customer informed that it was the residents¿ ssc and they didn¿t need both eyes and wasn't willing to power cycle the system or hard power cycle the ssc. The procedure was completing with no reported injury. Isi has attempted follow-up to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high resolution stereo viewer (hrsv) monitor to resolve the issue. The complete system verification was not completed due to only having access to surgeon side console (ssc) and vision side cart (vsc). The surgeons console vision was now normal. Isi has received the hrsv monitor, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a cholecystectomy procedure. This complaint is considered a reportable event due to the following conclusion: it was reported during a da vinci-assisted cholecystectomy surgical procedure the surgeon side console (ssc) 2 had one black eye. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. The monitor was found to have no image due to a main board defect. The main board will be replaced.

Event description:
Refer to h10/h11 for follow-up information.